Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the ultrasound probe has a discoloration when the physician complained about possibly seeing blood. The issue occurred during a navigational bronchoscopy procedure. The diagnostic navigational bronchoscopy procedure was completed with a different device and there was a delay reported. There was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, since the subject device was not returned to olympus, a physical device evaluation was not performed. Therefore, the root cause of the reported event could not be determined. This supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.